Event description:
A straight long saber attachment overheated while being tested. There was no pt involvement and no adverse consequences were reported.

Manufacturer narrative:
Visual inspection observed dry broken lubrication on the nose bearings.